Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right atrial (ra) lead exhibited undersensing during atrial arrhythmia and fluctuating p-waves. Additionally, right ventricular (rv) lead oversensing was suspected. The ra lead and rv lead remain in use. No patient complications have been reported as a result of this event.